Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the pump had stopped working. Customer's blood glucose value was 189mg/dl. Customer said that the battery died and they changed battery but it died again. Customer declined to troubleshoot the pump. Insulin pump will not be returned for analysis.